Manufacturer narrative:
The pump was returned for analysis and no anomaly was found. The conclusion code no longer applies.

Event description:
Information was received from a company representative regarding an implantable pump. On (B)(6) 2017 they were unable to fill the pump reservoir. They withdrew 18 cc of water from the pump and started to fill it with drug. It was going very smoothly and they were able to put in about 15-16 cc and then it stopped and they could not put any additional drug in the pump. They pulled out the drug and retried and it was still the same thing where they were unable to fill past 15-16 cc. They did not have any warm saline available to place the pump in and then try. The pump was not implanted. A different pump was implanted with no problems. The patient was not affected by the issue. No complications were reported/anticipated.